Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A visual inspection of the returned devices revealed the oxinium head has scratches/damage on the lip of the inner diameter and on the device surface. The liner shows surface marring and damage to the outer diameter. Both devices were manufactured in 2014. No medical assessment can be rendered at this time based on the limited clinical information provided. Our investigation included an evaluation performed by our research team. An sem analysis revealed signs of titanium and aluminum on the femoral head indicating that contact between the head and the ti-alloy acetabular shell occurred during in-vivo use, which is consistent with the complaint description of dislocation. The sem analysis also revealed compositional elements of stainless steel on the underside of the femoral head, potentially created by intraoperative contact with a surgical instrument. Damage observed on the face of the liner and on an anti-rotation tab was potentially created by intraoperative contact with a surgical instrument. Burnishing and scratching were noted on the articulating surface of the liner. Total linear penetration was estimated to be less than 0.2mm using silicone mold replication. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
.

Event description:
It was reported a revision surgery was performed due to implant dislocation.